Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was, "completely." Occluded, "on the right side," in the vessel(s) that the right atrial (ra) lead and right ventricular (rv) lead traversed. It was also reported that the implantable pulse generator (ipg) was a, "dead device," as it was at end of life (eol) and could not be interrogated. The entire ipg system was inactivated and replaced on the contralateral side. No further patient complications have been reported as a result of this event.